Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was in for a routine refill on (B)(6) 2017 and upon interrogation the pump status revealed pump memory error (pme) occurred and alarm data invalid. It was confirmed that all other infusion programming was accurate. The hcp went to the alarms tab and both non-critical and critical alarm intervals were blank. The hcp re-entered the alarm intervals and the pump was successfully updated with no issues. The hcp would continue to monitor. The hcp reported he was not aware of any recent MRI exposure or other medical procedures that the patient may have been exposed to. There were no prior issues with programming the patient¿s pump.

Event description:
Additional information was received from a manufacturer representative 2017-feb-01. There were no symptoms related to the pump memory error. There was no cause determined that the representative was aware of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.